Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced. However, it was found that the device leaked, and water invaded the device during use causing abnormality of electronic parts leading to the ¿e315 error¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endo therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo therapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endo therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo therapy accessories with excessive force may damage the instrument channel or endo therapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endo therapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endo therapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope exhibited e315 scope error. There was no procedure or patient involvement.

Manufacturer narrative:
The device was returned. An evaluation of the returned device could not confirm the customer allegation e315 error. There were few additional findings. Due to damage on channel tube, water tightness was lost. Switch box and switch button 1 had discoloration. Forceps channel port and suction cylinder was shaved. Scope connector had a crack. The plug unit had liquid intrusion. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being submitted for additional information regarding event. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the "e315 error" was identified during routine maintenance.